Event description:
During the patient's ercp, a piece from the inside of the biopsy valve became dislodged in the ercp scope. The scope was withdrawn from the patient and a different scope was used to complete the procedure.